Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) implantation surgery due to an unspecified reason. It is unknown if the procedure was an original, or a revision surgery. Additional information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. It was further reported that the patient underwent the reimplantation surgery due to recurring incontinence secondary to urethral atrophy. The reimplantation surgery was successfully completed without any patient complications. The previous aus device was not returned for investigation. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) implantation surgery due to an unspecified reason. It is unknown if the procedure was an original, or a revision surgery. Additional information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.